Event description:
It was reported that the pt underwent an unspecified abdominal surgical procedure in 2000. The pt was dicharged 2 days later with a suprapubic catheter in place. Two days later, the pt presented to the e.r. With symptoms of a post operative infection, and a second surgery was subsequently performed.